Event description:
The complainant, who was consumer's sister assisting customer with her ostomy care, reported about two seal from a sample package of two and stated primary concern of an almost immediate systemic adverse reaction to the product resulting in a total body red rash to the abdomen, arms, and legs. She also experienced swelling to the eyes, lips, arms, and legs. These events happened in three-four minutes after the wafer was placed. The sister gave the consumer and after thirty-forty minutes the symptoms resolved, and she continued to wear the product for a total of three days without further episodes. However, when the wfare and seal was replaced, she had the same reaction as noted above, and was given diphenhydramine (benadryl) which resolved the allergic symptoms. She reported a skin care routine of cleaning with a water followed by another company's adhesive remover wipe. She then applies seal followed by the wafer as per routine. The complainant was not sure if the consumer was reacting to the wafer or seal. There had been no changes in the cleaning routine. She did not contact an md (doctor of medicine) after the adverse reactions to the products. The consumer was advised not to use any more samples of seal and she had a possible allergic reaction to the products which was potentially harmful. It was advised to contact her md immediately if this ever happened again. In addition, the customer's sister reported that the consumer had a history of skin sensitivity to adhesives. She was using another company's product prior to trialing the samples of company's product without problems. No photo available is available at this time.

Manufacturer narrative:
Device 1 of 2. The event is considered as misuse since the end user was using improper device for their medical condition and/or known risk factors considering end user already has sensitivity to adhesives in the past and still used the adhesive product. Also, it was unknown if the reaction was to wafer or seal. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).